Event description:
On (B)(6) 2021, the patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On an unknown date, follow-up CT angiography reportedly identified a suspected type ia endoleak around the proximal end of the previously implanted trunk-ipsilateral leg component. On (B)(6) 2022, a reintervention was performed. During the procedure, a procedural digital subtraction angiograph could not confirm an endoleak, however, the physician still opted to perform ballooning at the proximal end. After ballooning, a lumbar artery was reportedly observed around the possible endoleak location. A type ii endoleak was suspected, and the physician chose to take a wait-and-watch approach. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿ per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.